Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. The patient¿s home health nurse described the area as severe blisters on side where the sensors touch. There was no alleged device malfunction contributing to the blisters. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the blisters. Reporting out of an abundance of caution. Follow up indicated that the blisters improved.